Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: endostitch needle broke in half during case. There was a portion of the needle that was not retrieved, and it was believed to have been left somewhere in the patient's abdominal cavity. Surgeon was not concerned and did not use x-ray to look for it. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc.